Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 30 october 2020.